Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was found, and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis was unable to confirm the reported atrophy and urinary incontinence issues. Impact codes updated with this report. Concomitant product updated.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with his artificial urinary spinster (aus) at the cuff site. All components were explanted and new components were implanted. A same sized cuff was implanted. The physician felt that the initial cuff was placed in the correct position. The physician was unable to determine the relationship between the device and the reported issue. The patient outcome was good.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy with his artificial urinary spinster (aus) at the cuff site. All components were explanted and new components were implanted. A same sized cuff was implanted. The physician felt that the initial cuff was placed in the correct position. The physician was unable to determine the relationship between the device and the reported issue. The patient outcome was good.